Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated their remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) was consulted and troubleshooting was performed, however, the issue was unresolved. Ts referred the patient to their clinic for further assistance. No adverse patient effects were reported. At this time, this device remains in service.